Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 12mm amplatzer vascular plug was selected for implantation using a 6f non-abbott sheath. During the procedure, the device was re-sheathed several times. During the re-sheathing, the device detached inside the delivery system. The delivery system was removed from patient anatomy. The physician was unsuccessful at re-attaching the device to the delivery cable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
An event of the device prematurely detaching was reported. Information from the field indicated the device was re-sheathed "several" times before it disconnected and that the attempt to reconnect the device after removing it from the patient was not successful. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.